Event description:
It was reported that when using the bd pyxis¿ es server user identified database (db) server vulnerabilities. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were database (db) server vulnerabilities. The technical support specialist (tss) followed knowledge article "how to - vulnerability reporting procedure" and provided vulnerability responses to customer. Tss stated that no action was required from the customer support center side, software upgrades required an es upgrade and a few registry changes that can be updated by hospital information technology. Tss also included the source for registry change. The system functioned as intended after the technical support specialist troubleshot the device.